Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.037.028, lot# 9298614. Manufacturing location: (B)(6), release to warehouse date: (B)(6) 2015. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The cannulated flexible shaft broke at the transition between the most proximal flexible link and the proximal shaft. The complaint is confirmed. Replication of the complaint condition is not possible as the device is already broken. The device shows minor surface wear which does not impact functionality. The outer diameter of the shaft closest to the break was measured to be 7.98mm which is within specifications of 7.8-8.2mm based on the relevant technique guide. Relevant drawings were reviewed during investigation. No definitive root cause could be determined however, it is likely that the device experienced excessive off axis force. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent procedure on (B)(6) 2018. At the end of the case, the flexible screwdriver shaft (from the tfn-advanced proximal femoral nailing system (tfna)) broke while trying to tighten rotation locking mechanism within the tfna nail. The screwdriver had cracked and then was pulled out and broke in half. No fragments fell into the patient. There was no surgical delay and no adverse event to the patient. The procedure was completed successfully. Concomitant devices reported: 10mm/130 degree titanium cannulated tfna 170mm - sterile (part # 04.037.042s, lot # h512904, quantity # 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).